Event description:
Patient allegedly received an implant via the right common femoral vein due to status post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "shortness of breath and [patient] gets tired easily now", "walking and all of life activities is limited - must take multiple breaks due to pain + shortness of breath + tightness in chest", and, post implant dvt. Per a magnetic resonance imaging - lower extremities: "impression: 1. Ivc filter in place. No evidence of thrombus within the ivc or common iliac veins. 2. Findings of chronic dvt involving the left common femoral vein extending into the femoral vein. Nonocclusive thrombus also visualized involving the popliteal vein . 3. Collateral vessels visualized within the left leg suggestive of venous reflux likely secondary to chronic dvt". Per a computed tomography (CT) abdomen without contrast: "filter is present in the ivc. The head of the filter is well below the level of the renal veins. The filter is tilted slightly posteriorly and to the patient's left with respect to the long axis of the cava. The 4 longest struts barely penetrate the walls of the cava but do not interfere with any adjacent organs. One of the short struts at the 9:00 position is directed laterally apparently terminating in the gonadal vein again without any complicating features. The filter appears to be structurally intact. 1 no free fluid or hemorrhage around the cava".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, dvt, tilt, dyspnea, chest tightness, pain, fatigue, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dyspnea, chest tightness, pain, fatigue, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6. Investigation: the following allegations have been investigated: bent strut. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported bent strut is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
12apr2019, per a report from computed tomography 2; ¿the filter is tilted to the left with its proximal cone against the ivc wall. The anterior strut penetrates 5 mm through the ivc wall. The left strut penetrates 7 mm through the ivc wall. The posterior strut penetrates 2.7 mm through the ivc wall. The right strut penetrates 1.6 mm through the ivc wall. A right sided arm is bent 90 degrees from its normal position and penetrates 4 mm through the ivc wall.¿

Manufacturer narrative:
Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.